Manufacturer narrative:
(B)(6). A medtronic representative reported that the surgeon understands the reference frame must have moved. The software investigation found that the reported event was unrelated to a software issue. The most likely cause was reference frame movement by the user. The software functioned as designed. The instructions for use (IFU) that accompanies the device contains warnings regarding frame movement.

Manufacturer narrative:
On (B)(4) 2016 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. Medtronic representative verified imaging system is accurate, as well as, verified that the system is functioning as intended. No parts replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged that their imaging system was inaccurate. They had just completed a spin and when checking the accuracy immediately determined it was inaccurate by 10 centimeters. The surgeon discontinued the use of the imaging system and proceeded with a c-arm. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4).